Event description:
The user facility reported a patient (unknown age, gender and race) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The automated impella controller (aic) did not start set-up/priming with the impella cp pump. The team changed to a different aic but the problem was not resolved. The team changed to a different impella cp and the aic was recognizing and set-up priming worked without any problems. There was no patient harm.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the priming issue has been completed since the original report was filed. Pump and purge cassette was returned for investigation. Data logs were not provided. During test run, pump and purge cassette were primed without any issue. No other physical abnormalities were observed. There was no issue found during the case. The device functioned/operated to specification.